Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported "patient was dealing with some dislocation issues. Doctor had performed their initial operation about 20 years prior, but was unable to give me the exact date...doctor believed the patient was dealing with instability due to poly wear and cup positioning. Back then, doctor would use our stem and femoral heads, but implanted stryker vitalock acetabular components. He removed the [competitor] 28mm +0 head, and removed a 52mm stryker vitalock cup..."